Manufacturer narrative:
(B)(4). This report has been filed on an international product (9k08-20) that has a similar product distributed in the us (3b22-22). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process

Event description:
The customer stated that one patient sample generated an initial positive result for the axsym toxo igg assay (16 iu/ml). The same patient sample was repeated twice at 0.3 and 0.4 iu/ml. No impact to patient management was reported.